Event description:
The email received from the affiliate indicatd that, during a routine angioplasty, a 2.5 x 33mm cypher stent was attempted to be deployed however, being that the lesion was heavily calcified the physician withdrew the stent. As the stent was withdrawn, the physician noted that the stent had migrated from the balloon. He removed the stent from the femoral artery with a snare without any adverse event to the pt. The physician then wired the circumflex lesion again and performed balloon inflations multiple times. The residual stenosis of the balloon angioplasty resulted in 60%. The physician went on to successfully deploy a 2.75 x 33mm cypher stent. The distal flow was improved. The procedure was completed.